Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced carbon bridge part number b12181), flowcell assembly (part number 472979) and carbon dioxide (co2) electrode (part number 660318) to resolve the issue. Beckman coulter internal identifier is (B)(6). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous low ise (ion-selective electrode: sodium, potassium and chloride) patient results were generated on the unicel dxc 600 pro synchron system. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to this event.